Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In early 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient indicated that the alleged meter issue started a week prior. During the time of concern, the patient continued to take his usual dosage(s) of metformin. Two days after the alleged meter issue began, the patient claimed that she developed symptoms of shakiness and a headache. The patient denied receiving treatment because of the alleged meter issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and what actions the patient took before, during, and after the time the patient was symptomatic. The patient did not have a replacement battery for troubleshooting. The patient admitted, however, that she had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.